Event description:
During robot assisted bowel surgery, davinci sureform 60 stapler malfunctioned, incomplete staple and cut. Staple removed, and new device (same product) obtained and utilized to complete procedure without occurrence or complication. No harm to pt. FDA safety report ID# (B)(4).